Manufacturer narrative:
Results: calibration.

Event description:
It was reported by service report that the bed does not work, the lift motor are inoperable, and the zoom won't retract. It is unknown if there was patient involvement or if there are adverse consequences to report.